Event description:
The customer alleged that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and replaced the inspiratory pcb and solenoid. The unit passed extended self testing. There was no pt harm reported.